Event description:
It was reported that the ilet user experienced low glucose alerts after a sensor warmup with a dexcom g7, with ilet displaying 56 mg/dl and a confirmatory fingerstick of 61 mg/dl; the user disclosed administering a separate subcutaneous insulin injection while still connected to the ilet with a blood glucose of 139 mg/dl, which constituted an improper method of use. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem identified as administering external insulin while connected to the ilet, and that the event was related to failure to follow instructions rather than any device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.